Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017- device evaluation: in q3 2017, there were 10 instances of line through display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 91 allegations of a malfunction, 66 pumps were returned to animas and investigated. Of the investigated pumps, 21 were found to be malfunctioning due to a line through the display. During investigation for unrelated complaints, there were 4 additional failures found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 91 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-79 years of age and between 19 and 312 pounds. Of the reported patients, 33 were male, 58 were female.